Event description:
It was reported that during a dlif procedure, the light source became so hot that it burned the pt. The light source was reportedly against the pt for some time and resulted in a burn on the pt's abdomen. Another light source was used to finish the procedure with no further complications.

Manufacturer narrative:
The device has not been returned to medtronic for eval. A review of the device history records found no documentation to indicated a non-conformance to spec. Unable to determine cause of the event.